Event description:
As reported by medwatch mw5148036: "bbruan pump keep alarming due to air in line. Priming per instruction from the pump done. Still beeping. Changing IV tubing several times done - still beeping. IV methotrexate is the drug infusing to this pump and it is very risky to keep opening the pump to flick the air. Exposing staff to hazardous drug unnecessarily."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number was provided for evaluation; however, b. Braun has initiated a voluntary medical device correction (B)(4) for multiple batches of infusomat® pump sets manufactured between 01 january 2022 - 17 august 2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.